Manufacturer narrative:
An investigation will be carried out and a supplemental report will be submitted upon completion of the investigation. Manufacturer reference #: (B)(4).

Event description:
On 02/19/2026, it was reported by dr. (B)(6) that the blue buttons came off from a silent nite device. It is unknown if the 45-year-old, male patient was sleeping with or handling the device when it broke but there was no report of injury or adverse event. The location where the reported issue occurred is unknown.